Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes, the device experienced poor separator movement. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: but the cell package does not remain at the bottom of the tube compressed by centrifugal force, but with spaces between the clot and the internal walls of another problem is that a hematic halo is generated in the upper inner part of the tube when all the tubes have always been in a vertical position. Both events are generated in all processed tubes. We have tried several different centrifuges and the same thing happens. The sample collection process is correct, tubes always in a vertical position, more than 1 hour of coagulation time prior to centrifugation.

Manufacturer narrative:
H.6. Investigation: bd received 100 samples and 6 photos for investigation. The photos were reviewed and the indicated failure mode for poor clot formation and red cell hang up were observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for poor clot formation and red cell hang up was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, poor clot formation and red cell hang up, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both returns/customer and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor clot formation and red cell hang up based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes, the device experienced poor separator movement. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: but the cell package does not remain at the bottom of the tube compressed by centrifugal force, but with spaces between the clot and the internal walls of another problem is that a hematic halo is generated in the upper inner part of the tube when all the tubes have always been in a vertical position. Both events are generated in all processed tubes. We have tried several different centrifuges and the same thing happens. The sample collection process is correct, tubes always in a vertical position, more than 1 hour of coagulation time prior to centrifugation.